Event description:
It was reported that the jaw of the instrument was broken at the hinge during use. No patient injury was reported.

Manufacturer narrative:
(B) (4). Device returned to the manufacturer for evaluation. The visual macroscopic exam shows that the lower arm is fully separated by fractures on both sides at the point where the upper jaw hinge pin is located. Due to the complete tensile separation of the material at locations normal to the hinge pin on each side, it is likely that excessive handle force was applied. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.